Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 118.5cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There were pinholes 1mm and 2mm proximally from the proximal marker band. The inner shaft was buckled 31mm starting at 3mm proximal of the distal marker band and extending proximally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27aug2019. It was reported that shaft break occurred outside the patient's body. A 3.00mm x 15mm fg emerge balloon catheter was selected for use. However, while the device was being loaded over the wire and advanced into the sheath, the shaft broke. The device never went inside the patient's body. The patient was fine. However, returned device analysis revealed balloon pinhole.